Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod. The patient reports having a fever. The patient had previously reported 3 pods that had become dislodged from the pod infusion site while being hospitalized. The patient reports being treated for chemotherapy and receiving steroids while in the hospital. The patient was discharged from the hospital after 2 weeks and has been in a rehab for 4 weeks. No further treatment could be provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.